Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and determined that there was an obstruction in the probe 2 drain. The cse cleaned the probes and drains and recalibrated the mixers. The cse also replaced the cassettes and top seal. The cause of the discordant ctni results is unknown. The cse successfully ran a system check and quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on two patient samples on a dimension rxl max with hm instrument. The discordant ctni results were not reported to the physician(s). The first ctni sample was repeated on the same system and on an alternate system, both resulted lower. The second ctni sample was repeated on the same system, which resulted negative. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ctni results.